Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced after 46 months of implant duration. The clinician expressed dissatisfaction with regard to battery longevity.